Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient has the artificial urinary sphincter (aus) cuff and pump removed due to an urinary tract infection (uti) that started after the original implant surgery. Five months later a revision surgery was performed in which the pressure regulating balloon (prb) was removed and new set of artificial urinary sphincter (aus) was implanted. No patient complications were reported.

Manufacturer narrative:
There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with implants of these device as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) cuff and pump removed due to an urinary tract infection (uti) that started after the original implant surgery. The reservoir was left inside the patient and a new aus system was not implanted. The patient is expected to fully recover.